Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that users were unable to log in using the biometric identifier. A field service engineer (fse) checked the biometric identifier (bio ID) functionality for several users as requested by the customer and confirmed intermittent issues for a few users while it worked for most others. The fse reseated the bio ID cable and rebooted the pyxis station, which restored normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses were having a hard time with their fingerprints being accepted and had issues with logging in with fingerprint. However, there were no delays or adverse events or injuries reported based on this event.